Event description:
It was reported that the patient contacted customer care regarding ongoing issues with infusion sets. The patient stated that on a prior occasion, after announcing a dinner meal on the device, an occlusion alert occurred and was not immediately addressed, after which blood glucose levels began to rise and were reported as high for more than three hours. The patient performed ketone testing and reported moderate ketones. The patient contacted their endocrinology provider for assistance and was advised to disconnect from the device and administer insulin via multiple daily injection to reduce blood glucose levels. Blood glucose levels subsequently returned to range, and the patient completed a full supply change, after which blood glucose levels remained within range. The patient reported that blood glucose levels were affected during the event, used back-up insulin therapy, and experienced moderate ketones. Assistance with obtaining supplies was provided by a family member. The patient reported experiencing headache, cramps, and body aches during the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.